Event description:
Reporter alleged not being able to test on the compact system because of an error message and then going to the ER because of hyperglycemic symptoms. Reporter indicated being treated at the ER for diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.